Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycaemia. The customer's blood glucose level was 53 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they received a replacement insulin pump two months ago and were able to change the reservoir already; but they could only see the bolus on the insulin pump. They also received a low battery alarm but were not able to check anything on the insulin pump. The customer treated themselves with carbohydrates following which the blood glucose level increased to 162 mg/dl. The device will not be returned for analysis.